Manufacturer narrative:
Patient age and weight were unavailable from the site. Medtronic representative, following-up, reports that the patient on the or bed was a male, the first CT scan used to register was for a female patient. Software investigation has not been completed at time of this report.

Event description:
A medtronic representative, reported that, while in an ent procedure using 2.2.2, the wrong patient was registered. The surgeon reported no harm came to the patient, they discovered the error as they were navigating, choose the correct patient profile and re-registered. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Analysis of the exams finds the anatomy of the male and female patient are quite different. The tracer registration patterns focus on the forehead and the sides of the nose. This issue will be continually monitored in a medtronic software anomaly tracking database.